Event description:
A customer contacted baxter regarding a low drain volume alarm on the homechoice machine. The pt was unable to drain fully and was advised to contact their dialysis nurse. Renal product surveillance contacted the dialysis nurse, and she stated that the pt's transfer set had become separated from their catheter. The pt was given prophylactic vancomycin (1gm), and did not get an infection. The dialysis nurse attached a new transfer set. Repeated attempts to gather add'l info were unsuccessful. No injury or medical intervention was initially reported.

Manufacturer narrative:
After repeated attempts, the sample was unable to be obtained.